Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was in backup mode upon initial interrogation during the follow up in clinic. The patient was stable.

Event description:
New information received notes that programming change was made and the patient experienced no symptoms prior, during, or after the intervention.